Event description:
Sorin group received a report that the revolution centrifugal blood pump decoupled during a procedure. The clinician turned down the flow and the blood pump functioned normally. The procedure was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
The patient identifier was not provided. Sorin group (B)(4) manufactures the cobe revolution centrifugal blood pump with pc. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the revolution centrifugal blood pump decoupled during a procedure. The clinician turned down the flow and the blood pump functioned normally. The procedure was completed without further incident. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.